Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Additional patient and event information has been requested from the customer. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchor that connects the lower tray, broke off from an endsnorz sleep appliance (silent nite 3d) device.